Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic broke. The incision was enlarged to remove the lens and a different type lens was implanted. Sutures were required to close the incision. This is one of two lenses used for this pt - see MFR report # 2023826-2010-00053.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn, with pieces of the lens optic and one haptic torn off and missing. The lens was returned in liquid. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.